Event description:
In 2009, the patient's mother reported that an e4 (occlusion) was displayed on the infusion device and her blood glucose was elevated as a result. On the event date, at 11:45am, the patient's blood glucose was elevated to 344 mg/dl. She disconnected from the infusion tubing and e4 was displayed. The patient discontinued use of the infusion device at that time and her blood glucose elevated to 402 mg/dl later in the evening before she returned home from school. When she returned home she began injection therapy and her blood glucose returned to normal, 120-158 mg/dl. The patient changes the infusion site every 3 days and the infusion tubing every 5 days. The adapter has never been changed and the mother was advised to change the adapter with every 10th insulin cartridge change. The patient has been sick and is taking an antibiotic. The mother performed a prime and e4 was displayed. She removed the infusion tubing and primed through the adapter without error. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and required to be returned for evaluation.